Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. Additional observation: the unit has been received with a broken bezel.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the nurse called to report that the erbe generator had faulted with errors c-37 and m-11. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified these errors in the logs and also noted c-30 and m-18. The tse instructed the caller to restart the erbe, but the error persisted after the restart. The tse then inquired if a force triad generator was available; the caller confirmed it was and agreed to connect it. The procedure was resumed with the force triad. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went to the site and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation.